Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine 20 mg/ml at 1.501 mg/day via an implantable pump. It was reported there was a volume discrepancy. At the last refill, there was a discrepancy; the discrepancy was unknown. The pump was replaced on (B)(6) 2016 due to normal depletion. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no symptoms reported. The patient status was alive - no injury.

Manufacturer narrative:
Analysis identified that the pump reached eri due to time progression; this was considered as no significant anomaly that would have contributed to the volume discrepancy. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.